Event description:
On (B)(6) 2013, mother reported the insulin delivery of the infusion device is too high and this has caused severe hypoglycemia. Patient's blood glucose was 21 mg/dl on (B)(6) 2013 at 9:00 p.m. She would not wake up, and her mother delivered a glucagon injection. Mother reported this has occurred 4 times in the past month, and the paramedics were called the first time. Each time, her blood glucose was in the 20's mg/dl and she was treated with glucagon. She started using the infusion device in (B)(6) 2013. She met with a trainer who programmed the basal rates, but the trainer did not keep the follow-up appointment. She saw a diabetes educator and endocrinologist on the day of the report. The diabetes educator found the basal rates were set too high at 38.0 units per day instead of 21.7 units. When she saw the endocrinologist, he discontinued infusion device therapy and advised her to use insulin injections. The infusion device, cartridge, infusion set, adapter, and blood glucose meter were requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Investigation unit (iu) received one meter with serial number (B)(4). The returned meter was tested using retention strips, code key, controls, and batteries, and all testing produced acceptable results. No malfunctions were observed with the returned meter. The adapter passed the optical inspection.